Manufacturer narrative:
(B)(4). It was reported that the procedure was completed with another helical pin and the part implanted in the patient remained in good condition and remained implanted in the patient, since the defect was with the sheath coating the helical pin and not the mesh. The physician opined that the use of the urinary catheter, urinary retention, pain and trauma to the tissue lasted more than is normally expected. The patient was administered drugs for inflammation and retention and ultrasound was performed. The physician opined that the broken plastic sheath represented more attempts to step through the sealing membrane resulting in more tissue trauma and bleeding. The patient is reported to be in good general condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/18/2015 (B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2015. During the procedure, the sheath of the helical pin was broken at the tip, making it necessary to increase the number of attempts through the membrane. It was reported there was considerable bleeding due to trauma. Following the procedure, the patient experienced urinary retention with the need to prolong the probe 8 days. Additional information has been requested.